Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event: unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown part/lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Bedfordshire vascular centre, bedford general hospital. Device manufacture date - unknown due to unknown part/lot number. (B)(4). One report is being submitted for the reported 5 patients due to the lack of specific patient demographics. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Per literature review: the article entitled, percutaneous vascular closure using an anchored collagen plug provides effective haemostasis following both antegrade and retrograde femoral arterial punctures, 1078-5884, 2014 european society for vascular surgery, published by eslevier ltd. There were five occurrences of failure to deploy during retrograde deployment. Simple failure to deploy with no bleeding complications was managed with manual pressure. Patients with failed deployment and bleeding complications were observed overnight. These patients did not require further intervention and were problem-free at routine follow-up at the vascular surgical outpatient clinic. The article did not specify how many instances of failed deployment with bleeding complications were associated with the retrograde deployment. The patients were stated to be in stable condition. The procedure outcome was stated to be unknown.